Event description:
It was alleged by the patient that the device was malfunctioning and "not regulating pressure accurately," resulting in unspecified health complications. No intervention was noted and further information was not provided.